Event description:
It was reported that an alert was received due to this right ventricular (rv) lead exhibiting high out-of-range shock impedances measuring 129 ohms. At this time, the lead remains in service. No adverse patient effects were reported.